Manufacturer narrative:
(B)(4). This lot was manufactured march 10, 2013 to march 11, 2013. Evaluation summary: the device was received for evaluation. A visual inspection was performed and revealed a white particle approximately 0.98 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed to have particulate matter inside the reservoir. The unit contained colistimethate. This was discovered before use. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.